Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product result the insulin pump housing is damaged due to a hard mechanical impact. Due to this severe damages on the housing, liquid entered the pump electronics compartment and led to a corroded electrical connector of the buttons. Therefore the insulin pumps up resp. Down button is defective. The insulin pump shouldn't be exposed to high mechanical forces. The problem mentioned by the customer is related to a handling issue.

Event description:
Patient reported the infusion device does not stop beeping. Patient stated the time and date displayed and none of the buttons on the device work. Patient reported changing both the battery and the battery cover and the concern persists. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.